Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to an open orange (+5v) wire and open brown (-5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. Additionally, there was intermittent connection between the pulse circuit to therapy electrode foil. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.